Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator changeout procedure, the right atrial lead was discovered to have moved and was too near the ventricle. The lead was capped and replaced. The patient was stable post surgery.